Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system adapter was broken during use. The following information was provided by the initial reporter, translated from (B)(6): "on (B)(6) 2022, when the closed venous indwelling needle was used for venipacture of the patient, after the disinfection skin puncture showed blood return, it was found that the indwelling needle hose was broken... Immediately, the indwelling needle was removed and replaced for puncture. Secondary puncture injury was caused to the patient."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system adapter was broken during use. The following information was provided by the initial reporter, translated from chinese: "on 2022-4-14, when the closed venous indwelling needle was used for venipacture of the patient, after the disinfection skin puncture showed blood return, it was found that the indwelling needle hose was broken... Immediately, the indwelling needle was removed and replaced for puncture. Secondary puncture injury was caused to the patient."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.